Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13286, related manufacturer reference number: 2938836-2019-13288. It was reported that the system was explanted and replaced due to possible pocket infection. Physician noted discoloration around the incision site. The patient was stable throughout.

Manufacturer narrative:
Corrected information: the results/methods and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.